Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 68 mg/dl. During a follow up call, the customer reported that she had been experiencing high blood glucose levels. The customer reported that the insulin pump will stop delivering once there is 1 ml of insulin remaining. Troubleshooting could not be completed as the customer did not have a tubing clamp available. Customer will call to finish troubleshooting once it is received. The customer will not return any product for analysis.